Event description:
On (B)(6) 2013, the reporter contacted animas stating the pump was exposed to water and the pump was no longer working. The patient reportedly experienced a blood glucose (bg) value of 446mg/dl with a headache. The reported bg with symptom does not meet the animas criteria of an adverse event. This complaint is being reported because due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.